Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 perclose a-t, part # 12337-05, lot #61222-6h is being filed under medwatch manufacturer report number: 2953144-2008-00787.

Event description:
Device #2 malfunction: suture break, knot advancement issues. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the knot was being advanced to the arterial surface, difficulty was encountered and the suture broke. The closure device was removed and a second perclose a-t was attempted with the same results. A third perclose a-t was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.